Event description:
Respiratory therapist was called to med surg to help the nurses because they couldn't get a good pulse ox reading on a pediatric patient with the infant pulse oximeter adhesive sensor. Respiratory therapist said the pulse ox kept flashing but would not give a reading. Respiratory therapist opened a new pulse ox probe and it did the same thing. This pulse ox probe had the same lot number as the first defective probe. He grabbed a package with a different lot number and the pulse ox with the new lot number worked. Ref report: mw5161122.